Event description:
Ous MDR - it was reported that 14 days after the implantation the electrical parameter were not acceptable (no exact values mentioned). It was decided to reposition the lead and during the procedure problems with the screw appeared (to many rotations needed to fix the lead). Finally a right position was found apical. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirm a drop in rv sensing amplitude to approx. 2¿mv in (B)(6) 2015. The sensing is back at 20¿mv on (B)(6) 2015, presumably the day the repositioning was performed. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Likewise, the root cause of the problems with the screwing mechanism cannot be investigated without an analysis of the lead itself. Should additional information or the device itself become available for analysis, the investigation will be updated.